Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image noise likely occurred due to the unexpected stress on the cable unit caused by the handling of the user. Handling of the device is described in the instruction manual and can prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The screen was green and static with no image due to a faulty cable unit. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a no image issue, the screen was static and green. The issue occurred during preparation for use. There was no patient involvement or injuries reported. No additional information has been obtained.